Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the nurse entered the patient's room it was found that the tubing set was leaking during an infusion of an unknown medication. There was no report of patient harm.